Event description:
It was reported that a stuck guidewire occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. Upon initial deployment into the left superior pulmonary vein (lspv), the guidewire became repeatedly stuck in the catheter. The guidewire was replaced, but this did not resolve the issue. The physician attempted to advance and retract the guidewire, but notable resistance was felt. The catheter was replaced, and the procedure was completed successfully without patient complications. No tissue was seen at the tip of the catheter nor the guidewire. The catheter is not expected to return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.